Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. No a35 alarm noted. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test due to motor error alarm. Unit had a scratched case.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Customer also reported that the insulin pump had an additional error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.